Event description:
Additional information received from the health care provider (hcp) reported that the patient had strep group b on (B)(6) 2016, esbl e coli on (B)(6) 2016, and strep group b on (B)(6) 2016. The diagnostics performed related to the bladder infection were urine cultures. The cause of the bladder infection was unknown and it was possibly related to the patient's underlying urinary dysfunction. The bladder infection was not necessarily related to the patient's device or therapy. The patient had incomplete bladder emptying.

Event description:
The manufacturer representative (rep) reported that the patient had a bladder infection for the 3 weeks prior to this report. She had been on antibiotics since the (B)(6) prior to this report and was still taking it. The patient noted having good therapy until her infection. She was going to have reprogramming with the rep in 2 weeks after the infection cleared. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the event date of the bladder infection was approximately (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.